Manufacturer narrative:
The customer's test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range = 2.4 - 3.0 inr). Qc measurement 1 = 2.7 inr. Qc measurement 2 = 2.7 inr. Qc measurement 3 = 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 11:15 a.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 1.6 inr. The patient was advised to do a test at home to compare since the hospital was concerned of his low inr. At approximately 2-3 p.m., a sample from the patient was tested using the meter, resulting in a value of 2.3 inr. The patient's target/therapeutic inr is "ideally 2" inr. The patient is prone to bleeding, so his inr is tightly controlled.